Event description:
It was reported that the system monitor settings tab button stopped working when the surgeon tried to turn up the speed and come off bypass during a heartmate ii implant procedure. The system monitor screen was cleaned, the system monitor was turned off and back on, and unplugged and plugged back in. The clinical, admin, and history tabs worked fine, but the settings tab did not function. The system monitor appeared to need touchscreen calibration. Another system monitor was brought into the operating room to be used. The original system monitor was brought to the hospital's biomed department.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the system monitor confirmed the reported event of the unit not functioning properly. The system monitor touchscreen required re-calibration which resolved the event. The system monitor was tested and returned to the customer's site. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the heartmate system monitor (serial number: (B)(6) ) was manufactured in accordance with manufacturing and quality assurance specifications. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev. B, section titled ¿setting up the system monitor for use with the power module¿) and the heartmate ii IFU (rev. C) under section 4 ¿system monitor¿. The heartmate ii IFU recommends that users contact abbott if the system monitor¿s screen is malfunctioning. No further information was provided. The manufacturer is closing the file on this event.